Event description:
Tip of first side of essure broke/stuck in pt's fallopian tubes.what was the original intended procedure?essure coil insertion.device #1is this a laboratory device or laboratory test?no.